Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer has been experiencing long lines of air in the tubing for the past two months. The customer was advised to get in contact for assistance. Blood glucose value is unknown.